Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use, an bd autoshield¿ duo safety pen needle resulted in a needle stick injury. ¿patient tried to use the asd needle without being instructed by hospital associate. So first injection failed. Patient then placed the used needle onto his bed table. A cleaning woman of the hospital afterwards stuck herself slightly with that needle.¿ there are no further reports available on injury or medical intervention needed.

Manufacturer narrative:
Visual examination was carried out on the returned open samples and no issues were observed. Activation testing was carried out on the returned sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.